Event description:
It was reported that the patient paused insulin pump use for several days and returned to multiple daily injections after experiencing frequent hypoglycemia and infusion-site discomfort with bleeding, which was possibly influenced by recent cardiac surgery and anticoagulant therapy; a missed telehealth follow-up was clarified and the agent committed to coordinate next steps with the care team. Symptoms included no documented clinical signs beyond hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.